Event description:
Customer reported receiving an error message and additional icons on her unlocked freestyle flash meter. While assisting the customer, it was discovered the device had become unlocked. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter.